Event description:
Per user facility medwatch form, (B)(4) attached to this report. There were no patient consequences reported. It is unknown if the device is available for return.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.